Manufacturer narrative:
Device analysis. The complaint device was not returned, therefore, product analysis was not possible. The mfg records for this batch were reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications prior to shipment. The root cause will be documented as undeterminable because it can not be determined what led to stent coming off from the delivery system prior to use in the pt.

Event description:
It was reported that during preparation for a coronary stenting treatment procedure, the 3.50x12mm liberte bare metal stent came off of the balloon. There was no pt contact and the procedure was successfully completed with another of the same size device. There were no pt complications reported.